Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following stent deployment, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. The balloon was inflated for 16-18 seconds; however on the third inflation at 17 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
D4. Lot number: corrected from 0027755800 to 0027590939. D4. Expiration date: correction from 07/30/2023 to 07/01/2023. D4. Unique identifier (UDI) #: corrected from 08714729847090 to (B)(4). H4: device manufacture date corrected from 07/30/2021 to 07/01/2021. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The tip of the device was damaged. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. There were unreported damages to the device such as numerous hypotube kinks and tip damage. Both damages found are consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following stent deployment, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation but failed to cross the lesion. The balloon was inflated for 16-18 seconds; however on the third inflation at 17 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.